Event description:
It was reported, "peripherally inserted central catheter showing blood return and saline leakage in dressing. The technical team requests an evaluation from a nurse, who removes the sterile cover, performs a flush with saline in a 10 ml syringe and visualizes saline extravasation at the junction between the catheter and the hub. Dressing performed properly, there was no accidental bending of the catheter. Device removed and peripheral venous access punctured."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt2762 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redt2762) have been reported from the same facility in brazil.